Event description:
It was reported, the md inserted the iab using the sheath without incident. 24 hours later, the pump began to alarm "helium loss" and blood was found in the helium tubing. The iab was removed and not replaced because the patient was stable. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the sample will not be returned to the manufacturer for evaluation. A DHR re-review could not be conducted as the product lot # and serial # were not identified. If the product is returned, an evaluation will be performed. A follow-up report will be filed if more information becomes available.